Event description:
Caller reported a cgm error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after following these instructions, the caller was able to successfully start their sensor session without encountering the error again.